Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a sensing anomaly and loss of capture. Chest x-ray revealed that the lead had dislodged. No intervention or patient symptoms were reported.